Event description:
Information was received from a nurse regarding a patient who was implanted with a neurostimulator for degenerative disc disease and spinal pain. It was reported that the patient programmer was broken and in pieces. The patient reported that they were currently hospitalized since (B)(6) 2016. The patient received a sudden shock. With follow-up it was reported that the patient was being discharged from the hospital on (B)(6) 2016. The call was with a different nurse than the original caller. As far as the second caller knew, everything had been taken care of. They stated that they would have the original caller contact the manufacturer if there had been any issues. It was reported that the hospitalization was due to a wound that they were trying to heal. It was reported that neither the hospitalization nor the wound were related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.